Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device.  Proper device operation was observed through functional and performance testing.   Physio observed that the customer's device was configured to provide only 200 joule shocks.  If the device user wanted to increase the amount of joules being delivered, they would need to do so manually. A clinical review of the event was completed where it was determined that the device use may have contributed to the patient outcome due to use error.   Through an evaluation of the device configuration data, it was determined that the device had been configured by the customer with a default defibrillator energy level of 200 joules and with the energy protocol function as inactive.  With this configuration, the defibrillator will remain at the 200 joule energy setting until the device user manually selects a different energy setting. The device user(s) in this event, provided twelve (12) 200 joule shocks, but did not attempt to increase the energy selection. Resuscitation 95 (2015) 100¿147 page 107 states, "with manual defibrillators it is appropriate to consider escalating the shock energy if feasible, after a failed shock and for patients where re-fibrillation occurs." There was no failure of the device.  The cause of the reported issue was determined to be use error. Physio-control will offer additional training to the customer.

Event description:
The customer contacted physio-control to report that their device provided 200 joule shocks to a patient, instead of the desired 360 joules.   The patient did not survive the event. The facility's assistant director (ad) of ems advised that he believed the issue may have been caused by use error.  The ad stated that the device user selected 200 joules instead of the desired 360 joules.  No further information was provided.